Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues over the phone. Fse had the customer clean all around the sample loader, clean the sensors and the sample nozzle, then the customer ran the daily check with no sample movement errors. Fse made a followup call the next day and the customer informed that the erros had cleared. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was dirty sample loader.

Event description:
On (B)(6) 2016, a customer reported getting a random sample rack not moved error 2301 with their aia-900 analyzer. The customer is unable to run prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.